Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that they encountered an ergonomics error on their davinci screen, which occurred in the prior case. The customer stated they had disabled it and completed their first case. The technical support engineer (tse) verified errors coming from console 2. The tse suggested disconnecting the 2nd console if not needed and proceeding using a single console configuration for their next case. The customer disconnected console 2, and the system powered on normally with no errors. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not verify whether the j14 was loose on the manipulator controller erbo base (mceb) board of the console, but the fse reseated the j14 connection and the console armrest ergo worked. The fse replaced the armrest motor module. The system was tested and verified as ready for use.